Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances due to challenging visualization and challenging patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed on the mitral valve. Visualization was difficult due to the anatomy however the clip was implanted. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). An attempt was made to place a third clip however grasping was unsuccessful due to visualization difficulties. The clip was not implanted and the cds removed. The procedure was completed at this time with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.